Manufacturer narrative:
UDI: (B)(4). The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this device experienced a syncopal episode. It was also reported they have received multiple shocks on date of the call. The patient received another shock a few days later and had fallen to the floor. The patient was referred to their clinic. No additional adverse patient effects were reported.